Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from rep. They attempted to determine the cause of the impedance issues by measuring several times with the patient in various positions, but results stayed consistent each time. Contacts 1 and 3 are believed to be shorted while contact 0 is believed to be open. This did not resolve after the replacement and the implantable neurostimulator (ins) was discarded by the hospital.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a deep brain stimulation implantable pulse generator (ipg) experienced an error code 528 on the patient controller. The issue was categorized under an implantable system issue related to a stimulation alert/message screen. The medtronic representative was not with the patient at the time of the call to technical services but planned to meet the patient to check impedances. The resolution involved educating the customer and providing information. No patient complications have been reported as a result of this event. Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the error code was unknown as they weren¿t sure if it was an impedance issue causing the message. The patient was previously scheduled for a battery replacement next week due to routine eri, and therefore the device and impedances were going to be checked. It was confirmed therapy was still working and the patient felt fine. A week later the rep called back noting in (B)(6) 2024 they were told the implant had another year left, but was currently at 2.55 v and being r eplaced due to reaching eri. According to the rep there had been records of ¿red¿ impedances. Impedance values today were c0 3070 c1 505 c2 1627 c3 505 13 red/low 02 4085. The patient only used c2 for therapy with seemingly positive benefit. The rep mentioned the patient¿s family had seen the oor message several times, not today, on the patient programmer.